Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The result and conclusion codes have been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated the ins was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that the patient found the implantable neurostimulator (ins) switched off many times during the night. It was unknown if there were any external factors that contributed to the event. Ins interrogation was the diagnostics/ troubleshooting performed. No interventions/actions have been taken yet to resolve the issue. The issue was resolved at the time of this report. No symptoms were reported. No surgical intervention occurred, nor was planned. The patient was alive with no injury.